Manufacturer narrative:
Additional product code hwc. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. Device history lot. Part number: 04.117.905s. Lot number: h740015. Part manufacturing date: october 17, 2018. Manufacturing site: (B)(4). Part expiration date: october 01, 2028. Nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h740015 of ti va-lcp lateral distal humerus plates was processed through the normal manufacturing and inspection operations with no rework or non conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h720691 met all specifications with no issues documented that would contribute to this complaint condition. Device history review. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that due to rupture of the arm plate pain in the upper member and deformation the patient underwent for a revision surgery for hardware removal. The procedure was completed successfully without delay reported. The patient condition was stable. This complaint involves one (1) device. This report is for (1) 2.7mm/3.5mm ti va-lcp lat dstl hum pl 5h/lt/121mm long-ster. This is report 1 of 1 (B)(4).

Event description:
Event information : the complaint has been reported to us by the customer directly on (B)(6) 2020 and revision date was it (B)(6) 2020. Concomitant devices reported: unknown screws (part # unknown, lot # unknown, quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.